Event description:
On (B)(6) 2012 the user in (B)(6) contacted lifescan to report an error 2 error message with the one touch ultralink meter. The issue was not resolved. There was no report of patient injury associated with this issue.